Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining opened/used sensor and performed bicarbonate buffer test. Sensor passed per specification. With accurate readings.

Event description:
Customer reported via phone call that the sensor had been alarming lost sensor alarms. Customer's blood glucose was unknown. After troubleshooting, customer was advised to change the sensor. Customer was advised that the sensors will be replaced. Customer agreed to return the device for analysis.